Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02314. This report is being submitted as additional information. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year. Manufacturer's investigation conclusion: the reported driveline communication fault and communication fault alarms were confirmed through the evaluation of the submitted system controller log file data as well as submitted photos of the system monitor. The submitted controller event log file contained approximately 1.5 days of data from (B)(6) 2017 8:51 am and showed the pump operating at the stored patient speed of 5300 rpm. The low speed limit was initially 4400 rpm, which was subsequently increased to 5000 rpm on (B)(6) 2017. Driveline communication fault alarms associated with com b fault flags were captured throughout the entire log file. Beginning on (B)(6) 2017 at 7:50 am, com a fault flags also became intermittently active to result in loss of lvad comm (comm fault) alarms. The dual driveline communication faults (simultaneous loss of both com a and com b) were associated with actual motor speed, calculated average flow, calculated average pi, lvad temperature, and lvad software version/build being displayed as 0 in the log. Motor power remained stable in the range of 3.806 ¿ 4.112 watts throughout the log file. The controller periodic log file contained approximately 42 days of data from (B)(6) 2017 ¿ (B)(6) 2017 and captured data at 4-hour intervals. Beginning on (B)(6) 2017, driveline comm fault alarms were captured, which were associated with either com a or com b fault flags. Beginning on (B)(6) 2017 through the end of the log, both com a and com b faults were simultaneously active to result in comm fault alarms and the parameter values being displayed as 0. While the parameters were being displayed normally, the periodic log file showed that calculated average flow, motor power, and calculated average pi remained overall stable in the ranges of 3.7-4.8 lpm, 3.689-4.083 watts, and 2.3-6.3, respectively, and the pump speed remained above the low speed limit without issue. Information provided on 26sep2017 indicated that the loss of lvad communication remained active most of the time but communication with the pump was transiently established when the patient was seen on (B)(6) 2017. This transient communication with the lvad was confirmed via submitted photographs of the system monitor, which showed that on (B)(6) 2017, driveline communication faults were active at timestamps 01:09:17 and 01:10:26, at which time pump parameter values were displayed normally. Communication faults were active at timestamps 01:09:07 and 01:09:37, at which time pump parameters were displayed as 0. At a pump speed of 5300 rpm, pump power, calculated flow, and pi remained stable at 3.9 watts, 3.8-4.3 lpm, and 3.9-4.3, respectively. The patient remains ongoing on the device. The heartmate 3 lvas IFU provides information about the driveline communication fault and communication fault conditions in section 4 ¿system monitor¿ (under ¿advisory alarms¿). Section 7 ¿alarms and troubleshooting¿ outlines all alarm conditions and the proper actions associated with them. This document explains that the communication fault advisory alarm indicates that the heartmate 3 lvad and system controller cannot properly exchange information. In the event of a driveline communication fault (driveline comm fault) or communication fault (comm fault) advisory alarm, the clinician is instructed to contact abbott to determine the best next steps and to use the system monitor to silence the alarm while awaiting resolution, if needed. The heartmate 3 lvas patient handbook outlines all alarm conditions and the proper actions associated with them in section 5 ¿alarms and troubleshooting¿. In the event of a driveline communication fault (driveline comm fault) or communication fault (comm fault) advisory alarm, the patient is instructed to call their hospital contact as soon as possible for diagnosis and instructions. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and what actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with complaints of two weeks of vad alarms along with intermittent dizziness with ambulation. The manufacturer¿s technical services representative reported that the log file contains a communication fault, which means both communication lines are not functioning. There is no permanent resolution for this issue; however it does not interfere with the pump maintaining the set speed or with any hazard or advisory alarms. Unless there is a need to change this patient¿s set speed it is not necessary to take any further action. The patient reported of continued communication fault since leaving the emergency room. The patient has a system monitor at home and the vad coordinator has explained that the only option is to continue to monitor or exchange the pump. The patient¿s speed is stable at 5300 rpm and low speed limit of 4900 rpm. No additional information was provided. Additional information and clarification of onset date of reported event: it was reported that on (B)(6) 2017, the patient was admitted with 2 days of vad alarms associated with fatigue and dizziness with ambulation (onset date of alarms estimated to (B)(6) 2017). During this admission, it was found that multiple driveline communication fault alarms occurred. The patient was discharged on (B)(6) 2017 and readmitted on (B)(6) 2017 with continued driveline communication fault alarms. The patient had presented in the emergency department with a history of 2 weeks of vad alarms with intermittent dizziness with ambulation. System controller log files were downloaded and a review of the data indicate driveline communication fault alarms. Analysis of the log files confirmed a continuation of the previous driveline communication fault alarms. The recorded data indicated that the pump was functioning as intended. No signs of heartfailure or malfunctioning pump was observed during the hospital course. The physicians reviewed risk versus benefit of a pump exchange and the decision was made to monitor the patient very closely. No additional information was provided. Additional information on 20mar2019: it was reported that the patient remains with a comm fault and has a system monitor at home and is stable and doing well. Patient is stable dt and not a candidate for exchange. No additional information provided.